Event description:
The unit was inserted into the patient. Upon removing the needle from the pt, the adapter separated from the catheter. The stylet was then threaded back through the catheter and the catheter was able to be removed from the pt. A new catheter was placed in another site.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.